Event description:
In 2008, two gore viabahn endoprosthesis were used to treat an aneurysm of the distal superficial femoral artery (sfa) and popliteal artery. During the procedure, an 8mm x 15cm device was deployed within the distal popliteal artery extending down to the origin of the posterior tibial and peroneal arteries. A second device (7mm x 15cm) was placed overlapping the 8mm x 15cm device and extending across the hunter's canal into the sfa. In 2009, an abdominal aotogram with runoff demonstrated what appeared to be a stent fracture with a separation of the two devices. The following month, reintervention procedure was performed to address a large aneurysm existing between the two separated devices. An 8mm x 10cm device was deployed within the popliteal fossa across the aneurysmal segment. Post procedure angiogram revealed complete exclusion of the aneurysm with good vessel runoff. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The investigation is in progress pending the results of the imaging analysis.